Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level (bg) displayed "high" mg/dl at time of event. Customer called an ambulance and was transported to the hospital with a bg of over 600 mg/dl, ketones and reportedly, customer ¿couldn¿t feel their legs¿ . Customer was subsequently admitted to the intensive care unit. Reportedly, the customer has an infection in their body, however "unsure where". Reportedly, customer was also using admelog insulin. Tandem technical support informed the customer that ademlog is off label per the tandem user guide. Customer was treated with intravenously with fluids of saline and insulin. Treatment resolved the issue. Customer declined to provide additional information; therefore, no additional information was known or reported.